Event description:
Initial perclose at 6f training. Unable to deploy devices x2. (No flow through marker lumen). Pt developed pain and poor color, v55. Pt to c.t. To rule out retroperitoneal bleed and admitted overnight. Ruled out retroperitoneal bleed-identified hematoma.